Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0fz70, implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va0fz70, ubd: 31-jan-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported by a patient that their therapy stopped working. The patient said prior to going to their annual checkup they started wearing pads again. The patient reported at the annual checkup they were told that their numbers were bad. The patient had x-rays and surgery scheduled for replacement. The patient stated they had no falls or trauma in regards to this issue however the patient noted they participated in pilates sessions about 2-3 times a week and they were wondering if that might have contributed to the issue? The patient reported the revision occurred (B)(6) 2018. The patient reported that the wires were crimped and stuck on the bone and that it took awhile to remove it. The patient reported the new system was implanted and stated that the therapy was working fine. It was noted that the change in symptoms was gradual. There were no further complications reported/anticipated.

Manufacturer narrative:
Product ID: 3889-28, lot# va0fz70, implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer and the health care physician (hcp). It was reported by the patient when asked about the circumstances that led to the numbers being ¿bad¿ at the annual check up that the device was ¿not working well,¿ and that this was their annual check but that they had noticed the ¿diminish in protection.¿ when asked for the circumstances that led to the wires being crimped and stuck on the bone which took a while to remove during the intraoperative procedure that they had ¿no idea¿ and neither did the hcp. The patient noted they did not fall, ride horses, ski ect,and that their activities were walking, yoga, pilates and on occasion they would bike and hike. In regards to the status of their lead and implant, the patient the old device was removed and new one was installed. On (B)(6) 2018, the hcp replied to the question of the cause of the numbers being bad at the annual check up was that the interstim had been placed 4 years ago, interrogation showed high impedance and low battery life and upon explant only one lead had motor response with electrical stimulation. The hcp clarified what the patient meant by the numbers being ¿bad¿ in that the patient was referring to interrogation: high impedance and low battery life. When asked for the cause of the wires being crimped and stuck to the bone the hcp replied that the wires were not crimped nor stuck to the bone, and they were not sure about what the patient meant by stating it took awhile to remove the crimped wires during the intraoperative procedure because the wires were not crimped or stuck to the bone. In response to the inquiry for the status of the explanted lead/wires, and the ins the hcp replied that the new implant was working well. There were no further complications reported/anticipated.